Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers did not open. A technical support specialist (tss) remoted into the system and performed a full power cycle, but the issue persisted. Tss then updated the cabinet firmware and completed another restart after the update. Once the application relaunched, the drawers came back online, and the user was able to log in and successfully issue the required medication for the patient, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medications to the patient because the cabinet drawers did not open. The cabinet displayed a 'cabinet is unavailable' warning even after customer restarted it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.